Event description:
It was reported that during a renal angioplasty procedure, a blade detachment occurred. The lesion being treated was located in the right renal artery. Following two inflations of the ultra2 monorail 4 x 15 cutting balloon at 30 seconds each, a third inflation would not hold the inflation. However, it was manually maintained with continued pressure. The ultra2 cutting balloon was then withdrawn into the unspecified 7fr guide catheter without any noted resistance and an injection of contrast was performed. As the guide catheter with the balloon was being withdrawn from the right renal, an atherotome came out of the guide catheter and went into the left renal. The atherotome is located in the sub branch and is not obstructing flow, therefore no attempts at retrieval were made. Patient status was reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.